Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the procedure, a thoracoscopy was performed to determine the cause of the fluid collection in the pleural space, while checking the placement of the bronchoscope, they observed that there were two objects in the carina. It was indicated that the first object was 4-5 mm long and oblong in shape while the second piece was 2mm in length, they removed the object and attempted to match it up with the endotracheal tube but they did not see any resemblance. The customer reported that there was no recannulation or replacement was required and the patient had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.